Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report # 2134265-2009-07142. It was reported that following a coronary stenting treatment procedure, the pt died. The pt presented with an acute myocardial infarction. The 90% stenotic lesion was located in the non-calcified and moderately tortuous left main coronary artery. Thrombectomy was performed with 7f thrombster. "Procedure was performed with cardiac compression" and the pt had ventricular tachycardia repeatedly. The physician attempted to direct stent with a 4.0x12mm veriflex stent but while attempting to deploy the stent, the stent moved on the balloon. The device was removed and the procedure was successfully completed with the deployment of another 4.0x16 veriflex without any pt complications. The stent was post dilated with a 5.5mm maverick xl balloon. The pt's status had originally been reported as good. However, it was later reported that the pt expired after the procedure but the date is unk. It is the physician's opinion that the case of death was not from the stent implantation, but rather, "it is because pt's condition had been bad when the pt was brought to the cath room".